Manufacturer narrative:
The results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed for t8 stick fit hexalobe driver (part number 80-0759) as the device batch/lot number is unknown. Based on the information received, the root cause could not be determined.

Event description:
It was reported during a removal surgery, the surgeon broke the driver tip. The surgeon was unable to remove the screw, therefore the screw and plate were left in the patient. The surgery was completed after a 20-minute delay. No other adverse patient consequences were reported. This report is related to report number 3025141-2024-00297 for the screw involved in this event.